Manufacturer narrative:
Correction to g2 - removed health professional this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it was determined that the blackout was caused by a malfunction of the circuit board. It is likely that the electronic components (capacitors, etc.) On the circuit board were damaged. Since significant dents were confirmed on the exterior of the scope connector, damage may have occurred due to stress accumulation due to external factors such as impact, electrical stress accumulation due to repeated energization, or the scope may have been damaged after delivery. It is also likely that the device has deteriorated over time due to repeated use. However, a definitive root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. E1: (B)(6).

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image. The event occurred during inspection for use. There was no patient harm associated with the event.